Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) of rexb0645 showed no other similar product complaint(s) from this lot number.

Event description:
By x-ray PICC has flipped up the neck. Over the wire exchange again for a 5 fr dual lumen. Per physician, PICC retracted to subclavian for use.